Manufacturer narrative:
The device was received for evaluation. During evaluation, the nebulizer base module was observed to have low air flow and produce an abnormal sound; the reported condition was verified. The cause of the failure was determined to be degradation of internal components over time, resulting in reduced performance and failure to meet specifications. A review of the patient use and history indicates the device had been operating in this condition for an extended period, suggesting possible use or maintenance factors may have contributed. A service history review was performed and revealed no prior service events; therefore, servicing did not cause or contribute to the reported condition. The patient was provided with a replacement device and instructed to continue therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported that around february the patient was diagnosed with cavitary pneumonia presumably due to volara device not functioning properly. It was reported that volara device has about two months not functioning properly, sounding quieter, less strong and different than it used to. Days after the event was reported, the volara and circuit was replaced by the trainer who noted the presence of water in the circuit and the nebulizer tubing during the retraining session. Patient's pulmonologist indicated the patient had pus in a cavity in his lung and was put on antibiotic. The patient was given a new device and therapy with the volara has been continued as prescribed. The exact cause of the event is unknown at the moment and no further information was available at the time of this report.